Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report #: 1627487-2016-01873. It was reported the patient lost stimulation. The patient has asthma and had a period of coughing so severe that she broke a rib. An impedance check revealed low impedances on all contacts. Imaging was taken but the results are unknown. As a result, the patient will undergo surgical intervention.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-01873. Follow-up revealed the lead had migrated and the lead tails were twisted. Also, the ipg potentially had fluid in the header. As a result, both the lead and the ipg were explanted and replaced on (B)(6) 2016. The issue was resolved.